Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A nurse reported to baxter a connection issue related to the transfer set during use. The nurse stated that there was a gap between the cap and the spike root of transfer set when the patient connected to the transfer set using the clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter received one used set with no cap on spike and no cap on patient connector. This complaint for connection issue was not confirmed. The cause was undetermined.